Event description:
Event description guidant received information that this passive fixation ventricular lead had dislodged and moved from the original apical position. The threshold had now increased to 4.0 volts. The sensing was fluctuating.